Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer¿s international service technician confirmed the reported clock issue and fan guard issue. The manufacturer¿s international service technician replaced the central processing unit printed circuit board assembly and the fan guard to address the reported problems. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that when the unit's clock was reset to a previous date as soon as the device was turned off and that the fan guard was broken. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 04 november 2019. Date of this report: 11 november 2019. The part was returned to the manufacturer for failure investigation (fi). Visual inspection of the central processing unit printed circuit board assembly (cpu pcba) revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the returned cpu pcb into a fi ventilator attempt to duplicate the reported problem of time of day clock failed. The ventilator remained operational with no errors detected. The cpu pcba was tested and no failures were identified.